Manufacturer narrative:
The device history record (DHR) for lot 24e041 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Photos and physical samples were returned for evaluation, the reported issue of fluid leak was not confirmed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the barrel is cracked and tech noticed as she was drawing up a flush. The sleeve (rigid pack) is perfect, no punctures, no cracks etc. Additional information received on (B)(6) 2024 stated that the technician noticed the crack because it (the flush) started to come out of the side.